Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital with symptoms of dizzy spells, upon lead interrogation significate noise oversensing episodes were observed on the ra and the rv lead causing inhibition of pacing. The oversensing issue was due to exposed conductor cables and insulation breach in the pocket. Both leads were capped on (B)(6) 2018 and new leads were implanted. Patient was stable.